Event description:
A false positive pcr covid test was reported by (B)(6) on (B)(6) 2021. (B)(6) never called to alert the test was positive. I missed a full week of pay/work. It was extremely distressing to be on quarantine. This disrupted my family life. (B)(6) refused to retest me on (B)(6). I was and still asymptomatic. I was retested at another lab on (B)(6) and the pcr covid test was negative. I am still unnecessarily being quarantined by doh. I requested to have the quest sample retested and (B)(6) refused to do so. (B)(6) says that (B)(6) should have called right away to retest the sample and that the sample has been discarded. Shame on (B)(6). FDA safety report ID # (B)(4).